Event description:
The customer states he obtained back to back results of 58 mg/dl and 109 mg/dl. Customer drove himself to the hospital as he did not know which result was correct. At this time, he was experiencing vision problems, was sweaty, and weak which are typical symptoms of hypoglycemia. He stated, the hospital started a saline IV. The customer did not run controls. Return requested and replacement was sent.